Event description:
Not sure if this is where I report this. We have been asked to process an item from circumflex (product # (B)(6)). The IFU (instructions for use) for sterilization is pre vacuum at 250 (131c) for 30 minutes with a 30-minute dry. This isn't a real cycle. The IFU looks like it was from chat gpt. When I call the company, they say to "just run it on the same cycle as a needle holder." They sent me a paper with their letter head that said it can be ran on a 4-minute cycle and a 30-minute dry, after I told them that was a standard cycle for a needle holder at our hospital. This company doesn't seem like they got there IFU accreditation from the FDA (food and drug administration) and I don't feel comfortable using this instrument at my hospital. With the lack of care going into these items, I wonder the lack of care going into their implants.